Manufacturer narrative:
The initial MDR 2432235-2017-00189 was filed on march 17, 2017. Corrected information (03/20/2017): the customer provided additional information for patient data (sample ids and instruments used to perform repeat runs). The customer also provided data for two additional patient samples (sample ID (B)(6)), which were (B)(6) during the time of the event. Additional information (03/20/2017): the cause of the discordant, (B)(6) results on multiple patient samples was due to the loose sample syringe.

Event description:
Discordant, (B)(6) results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results for sample ids (B)(6) were reported to the physician(s). Samples were repeated on the same instrument, an alternate advia centaur instrument and an alternate platform, all resulting (B)(6) except for sample ID (B)(6) which was still (B)(6). It is unknown if sample ID (B)(6) was repeated to confirm the result. The corrected (B)(6) results were reported for sample ids (B)(6), while the repeat (B)(6) results were reported to the physician(s) for the rest of the samples. There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found that there were sample integrity errors on the instrument. The cse also found that the sample syringe was loose. The cse replaced the syringe and checked the voltage and alignments. The cse ran quality controls which were acceptable. The cause of the discordant, (B)(6) results on multiple patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, (B)(6) results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results for patients 57, 58 and 59 were reported to the physician(s). The samples were repeated on the same instrument, resulting (B)(6) and matching the clinical picture of the patients. Samples 57 and 59 were also tested on an alternate platform, resulting (B)(6). For patients 57, 58 and 59, the corrected results obtained on the alternate platform were reported to the physician(s). For the rest of the patients, repeat (B)(6) results obtained on the advia centaur xp instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.